Manufacturer narrative:
The pushwire was returned for evaluation without the pipeline as it was discarded. The evaluation could not determine the cause of the event as the pipeline was not returned; however, the capture coil was found damaged and may have contributed to the reported event. The lot history record review of the reported lot number showed no quality issues against the lot that may have contributed to the reported event. All devices are 100% inspected for damages and irregularities during manufacture. (B)(4).

Event description:
Treatment of an unruptured aneurysm located in the right ica (internal carotid artery). On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, it was reported the first pipeline (4mm x 10mm) could not be released form the capture coil. The pushwire was rotated clockwise and broke in the process. The pipeline, pushwire, and broken pushwire segment were all removed from the patient. A second pipeline (4.25mm x 10mm) was advanced to the lesion and also could not be released from the capture coil despite rotating the pushwire. The second pipeline was removed from the patient by trapping the pipeline braid between the capture coil and the catheter. No patient injury was reported as a result of the procedure. Same event as MDR# 2029214-2015-00031.